Event description:
The end user was sitting on the seat of the rollator and while moving the rollator backwards, the right front caster broke and he fell.

Manufacturer narrative:
While sitting on the rollator the end user moved it backwards and the right front caster came off. He fell onto the rollator and was taken to the hospital. He was diagnosed with diffuse idiopathic skeletal hyperostosis and a thoracic fracture. A brace was applied and he was admitted into a facility for rehab and subsequently discharged the sample was not returned for evaluation. Photos that were provided showed that the threading on the caster was stripped. The device is seven years old and the son did not know if any maintenance had been performed on it. Safety instructions in the owner's manual indicated that the rollator should not be moved while sitting on the seat.